Manufacturer narrative:
The reported device was returned for evaluation. Visual inspection noted the suction tubing was torn inside the out-flo pak disposable. The root cause for the torn tubing is unknown. This observation will be monitored and trended.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluated a follow up will be filed as needed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that during a tissue removal procedure, using the fluent system, it was noted that "tissue got up into the cartridge, started leaking from the cartridge and dripping down the machine and floor." The outflow pack was changed and the procedure was completed. No injury or misdiagnosis reported.